Event description:
The dexcom g6 cgm app had an iphone app update a few days ago. Since then, the app will randomly stop working and thus we don't have access to the blood sugar readings as the app is broken. It's seemingly random times that it'll start working, sometimes doesn't work again, in the middle of the night if the app breaks it could kill me if I have a low blood sugar since I'd never know.